Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: 4592 implantable pacing lead 2004-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had been exhibiting high thresholds. During the subsequent lead extraction, an rv lead was attempted but not used as it exhibited high thresholds and high impedance despite being placed in multiple positions. The attempted lead was removed and successfully replaced with a different rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found; there was blood on the proximal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered with a white substance; the outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo, and the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.